Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level is 116 mg/dl. Customer stated that she was trying to enter carb in the bolus wizard for her dinner, but the numbers kept scrolling. Customer stated that the pump was fine up until now. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No scrolling numbers noted on the display window. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.